Event description:
Covidien service center received a report of a n-560 with no audible and visual alarm function. No pt harm reported.

Manufacturer narrative:
Covidien investigation isolated the failure to the main pcb. The unit had recently been at the service center for an unrelated report of a failure on (B)(4) 2012 where the unit was found to be fully functional at that time.